Event description:
It has been reported to company that the occlusion deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the first stent. The physician removed the stent delivery cathether and inserted a second stent delivery catheter and before the second stent was placed the occlusion balloon deflated unexpectedly. The physician continued the case with protection in place. The patient is reported to be fine.